Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump with a wall adapter and usb cable, the charging supplies began to melt. Reportedly, the pump usb port was damaged and the customer had difficulty connecting a usb cable to the pump. Once connected to a power source the pump was confirmed to still be charging. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.